Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The correct test value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter. No unexpected ( anomaly) noted. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test sensor glucose value was displayed on the sensor glucose graph screen. No unexpected suspend anomalies or low suspend alerts noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 467 mg/dl, treated with the insulin pump and then took a manual injection. The customer declined troubleshooting for high blood glucose. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value from reported event was 363 mg/dl, 467 mg/dl and sensor glucose value from reported event was 65 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend event was 65. Suspend on low limit in sensor settings was 70. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The device will not be returned for analysis.